Event description:
It was further reported that the device system delivered morphine, bupivacaine and clonidine.

Event description:
It was reported that the patient has had no efficacy for the past 6-7 months. The physician stated there was concern with the gears in the pump and the catheter due to the high concentration of drug and the pump and catheter were replaced. It was not provided what medication the device system had delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The pump was returned and passed all non-destructive lab testing. There was a motor stall and recovery in the logs. After doing destructive nothing significant was found that may cause the motor stall. There are many factors that can cause a sii motor to stall, for instance emi and/or magnets ect. The catheter was returned incomplete in segments. However, the returned portion revealed acceptable testing.

Manufacturer narrative:
Product ID 8591-38 lot# c60933, implanted: 2010 (B)(6); product type accessory product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had the pump and catheter replaced on (B)(6) 2013 because there was "something wrong" with the catheter and no medicine was coming out. The patient had been in pain so a dye study had been performed but they were unable to get any dye through it, so a cat scan was performed. The patient thought that the catheter was kinked, but it was close to replacing [the pump] with a newer model anyways. The patient reportedly felt great when he got home. It was reportedly the first time "in years" that the patient was able to sleep all night and did not have to get up for pain or anything.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had no injury and recovered without sequela. The kit was returned due to occlusion.